Event description:
The dental implant fx4508swc was removed on (B)(6) 2019 due to loss of osseointegration around 3 years and 8 months after implantation. The patient has history of diabetes. The patient required bone augmentation for the operation. The doctor noted periodontal disease during explantation. The patient has recovered without complications.